Event description:
It was reported that there was fluid in the reservoir compartment. The drive support cap appeared to be normal. Troubleshooting was declined. No blood glucose reading was provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic, minor scratches on the display window, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.